Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, a cartridge change was performed to resolve the issue. Additionally, a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. There was no impact to the customer¿s blood glucose.